Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the third essure coil was noted to be embedded in the epiploica of the large intestine that had been attached to the back of the uterus'), device expulsion ('malposition of essure device location of device: back of the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse).") And menstruation irregular ("irregular cycles"). The patient was treated with surgery (ablation and unilateral salpingectomy , surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, dyspareunia and menstruation irregular outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: 2010 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2013: essure confirmation test(s) conducted, specify yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. Reporter's information added.event:dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) irregular cycles were added.fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the third essure coil was noted to be embedded in the epiploica of the large intestine that had been attached to the back of the uterus, adhesion from bowel.'), device expulsion ('malposition of essure device location of device: back of the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included decompression sickness on (B)(6) 2013, arthritis in 2012, pancreatitis from june 2012 to december 2012, obesity in 2010, hypertension in 2010, gerd in 2010, depression in 2010, hypertension and dysfunctional uterine bleeding. Concomitant products included guaifenesin (mucinex) since 2010 and lisinopril since 2010. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menstruation irregular ("irregular cycles"), abdominal adhesions ("adhesion from bowel") and hydrosalpinx ("hydrosalpynx"). The patient was treated with meloxicam (mobic), omeprazole, omeprazole (prilosec) and surgery (ablation, d&c, unilateral salpingectomy , surgical removal of coil(s) and unilateral salpingectomy , surgical removal of coil(s),). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menstruation irregular, abdominal adhesions and hydrosalpinx outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal adhesions, abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, hydrosalpinx, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: 2010 (discrepancy noted),(B)(6) 2010 as per pfs. Discrepancy noted: essure confirmation test : no (as per pfs). Plaintiff did not undergo confirmation test as pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2013: essure confirmation test(s) conducted, specify yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received: event hydrosalpinx right side added. Medical history, concomitant drug and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the third essure coil was noted to be embedded in the epiploica of the large intestine that had been attached to the back of the uterus, adhesion from bowel.'), device expulsion ('malposition of essure device location of device: back of the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included subacromial decompression on (B)(6) 2013, arthritis in 2012, pancreatitis from (B)(6) 2012 to (B)(6) 2012, obesity in 2010, hypertension in 2010, gerd in 2010, depression in 2010, hypertension and dysfunctional uterine bleeding. Concomitant products included guaifenesin (mucinex) since 2010 and lisinopril since 2010. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menstruation irregular ("irregular cycles"), abdominal adhesions ("adhesion from bowel"), hydrosalpinx ("hydrosalpynx") and fatigue ("fatigue"). The patient was treated with meloxicam (mobic), omeprazole, omeprazole (prilosec) and surgery (ablation, d&c, unilateral salpingectomy , surgical removal of coil(s) and unilateral salpingectomy , surgical removal of coil(s),). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, dyspareunia, menstruation irregular, abdominal adhesions and hydrosalpinx outcome was unknown, the vaginal haemorrhage, heavy menstrual bleeding and abdominal pain was resolving and the dysmenorrhoea and fatigue had resolved. The reporter considered abdominal adhesions, abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hydrosalpinx, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: 2010 (discrepancy noted), (B)(6) 2010 as per pfs. Discrepancy noted: essure confirmation test : no (as per pfs). Plaintiff did not undergo confirmation test as pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2013: essure confirmation test(s) conducted, specify yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: pfs received : event added- fatigue. Event outcome updated of event dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the third essure coil was noted to be embedded in the epiploica of the large intestine that had been attached to the back of the uterus, adhesion from bowel.'), device expulsion ('malposition of essure device location of device: back of the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menstruation irregular ("irregular cycles") and abdominal adhesions ("adhesion from bowel"). The patient was treated with surgery (ablation and unilateral salpingectomy , surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menstruation irregular and abdominal adhesions outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal adhesions, abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: 2010 (discrepancy noted). Discrepancy noted: essure confirmation test : no (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2013: essure confirmation test(s) conducted, specify yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jan-2021: pfs received: event adhesion from bowel and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the third essure coil was noted to be embedded in the epiploica of the large intestine that had been attached to the back of the uterus'), device dislocation ('malposition of essure device location of device: back of the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and unilateral salpingectomy , surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device and device dislocation outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal pain, device dislocation, embedded device, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2013: essure confirmation test(s) conducted, specify yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: medical record received : case was upgraded to serious incident. Previously reported event "injury to herself" updated to "the third essure coil was noted to be embedded in the epiploica of the large intestine that had been attached to the back of the uterus", reporter, medical history added. On 3-apr-2020: fu 2 and 3 process together, pfs received: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), malposition of essure device location of device: back of the uterus, abdominal pain", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.